Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was intended to be implanted between the stomach and the duodenum to treat duodenal obstruction during a gastrointestinal anastomosis procedure performed on (B)(6) 2026. During the procedure, the physician reported that the stent first flange did not expand after crossing the stenosis segment. Additionally, it was mentioned that there was a lot of resistance. The procedure was able to be completed with another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted during a gastrointestinal anastomosis procedure. However, according to the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts 6 cm or larger in size and walled-off necrosis 6 cm or larger in size with at least 70% fluid content, provided they are adherent to the gastric or bowel wall. The device is not indicated for a gastrointestinal anastomosis.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.